Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery, failed battery and blank display. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new battery and continue to blank display troubleshoot. Customer stated the pump was discolored almost burnt looking where the bumper label is. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The pump was monitored and all operating currents were within specification. No unexpected failed battery, low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected blank display was noted. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and a stained end cap sticker.